Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 29, 2016 that a wallflex biliary rx stent was implanted in the common bile duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was implanted to treat a bile duct obstruction due to pancreatic cancer. There were no issues reported during initial stent placement. Reportedly, the patient was taking oral chemotherapy medicine approximately, one month post-stent implantation, the patient presented with abdominal pain and tarry stool. On (B)(6) 2016, a gastroscopy was done and it was noted that the papilla was normal. However, the wire at the end of the stent was found to be broken and it had damaged the duodenal wall causing bleeding. The physician placed a duodenal stent to cover the broken stent wire to complete the procedure. According to the physician, the bleed has resolved. The patient's condition at the conclusion of the procedure was reported to be stable.